Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels. Contact stated bg's were less than 40 mg/dl. Reportedly, low bg levels are due to customer's increased physical activity. Customer consumed carbohydrates to stabilize blood glucose levels. Recommendation was made to discuss diabetes management with their health care professional.